Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer reported that the wen they tried to change the reservoir and the set, the insulin pump had an alarm. The customer tried to clear the alarm but every time the insulin pump would turn off and then will beep again inquired what led up to the complaint. The customer was able to clear the alarm but was not able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The device will be returned for analysis.